Event description:
A customer contacted beckman coulter regarding a problem with the coulter lh 750 instrument which was diluting pt samples with reagent diluent during aspiration and erroneously low hemoglobin (hgb) and platelet (plt) results were reported. Pt a and b samples were tested for hgb and plt and results were: pt a: hgb 4.8g/dl, plt 64 x 10 to the third power cells/ul. Pt b :hgb 5.9g/dl, plt 168 x 10 to the third power cells/ul. The results were reported to the ER and questioned by a physician. Per physician's order, the customer re-drew pt a and b and re-tested for hgb and plt on a different instrument in their lab and the results were: pt a: hgb 12.9g/dl, plt 175 x 10 to the third power cells/ul. Pt a: hgb 11.4g/dl, plt 326 x 10 to the third power cells/ul. The corrected results were reported out of the lab. There was no change to pt treatment as a result of this event.

Manufacturer narrative:
Qc was assayed before this event. The customer runs qc every shift and the instrument is currently performing within qc specifications. The initial hgb results were printed with "cl' flags. (Result is lower than your critical low limits. It is a critical value and requires immediate attention. Follow your lab's policies for reviewing the sample). The initial plt result for pt a was printed with an "l" flag. (Result is lower than your reference interval low limit. Follow your lab's policies for reviewing the sample). After the event, the customer realized they were failing delta checks. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and discovered the needle was not venting properly, the needle bellows was not draining properly and was spraying blood onto the stripper plate. The fse aligned pierce station and venting became normal. The fse changed all check valves associated with bellows drain and verified the instrument's performance. The customer verified there was no biohazard exposure in this event as they were wearing proper ppe. Hardware issues caused that the pt samples were diluted with reagent diluent have contributed to this event.